Event description:
Pt had a uterine artery embolization in 1998. Pt still has a fibroid that is bothering them. Before the uterine artery embolization pt had heavy bleeding, bloating and urinary frequency. The urinary frequency continues. On a scale of one to ten it is 4. Pt has increased pain with ovulation since the surgery.